Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a33 alarm and insulin squirt out during manual prime. The customer¿s blood glucose was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.